Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a sharp wire protruding from the eyes of the catheter. The patient allegedly experienced self limited bleeding when removing the catheter.

Manufacturer narrative:
Received 1 used rubber catheter. During the visual inspection noted that catheter had a piece of black wire coming out of the drainage eye. The piece of wire was not embedded in the catheter. The package was inspected for any damage. No holes, rips, tears or damages were observed in the package neither white paper nor the clear film. The piece of wire measured approximately 16/32 in. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions: urinary tract infection, bleeding from the urethra, irritation of the urethra. Instructions for intermittent catheters: wash your hands thoroughly with soap and water. Remove catheter from the pack. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. Gently insert rounded end of catheter into urethra. When urine stops flowing, remove catheter from urethra. Dispose of catheter in accordance with local rules and regulations. Wash your hands." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a sharp wire protruding from the eyes of the catheter. The patient allegedly experienced self limited bleeding when removing the catheter. It was later reported that the patient previously had a surgery that required staples in his penis. The patient states he consulted with his urologist after finding the wire in the catheter. His urologist thinks the wire could possibly be one of his surgical staples.